Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebx1745 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that 44cm of the catheter was inserted, while only 39 cm was removed on may 11. Medical practioners suspected it might fracture. X-ray examination showed no abnormalities. No other information was provided.

Event description:
It was reported that 44cm of the catheter was inserted, while only 39 cm was removed on may 11. Medical practioners suspected it might fracture. X-ray examination showed no abnormalities. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that 44cm of the catheter was inserted while only 39cm were removed was inconclusive due to the sample condition. One 4fr s/l powerpicc solo was returned for investigation. Evidence of use was observed on the catheter. The catheter was received with a non-vad injection cap attached to the solo connector. A tacky residue remained on the extension leg and molded wing. The catheter tubing extended 9.5mm distal to the 38cm depth mark. A microscopic examination revealed that the entire surface at the distal tip of the catheter tubing was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel or scissors. A functional test revealed no breach in the tubing. No evidence of a break or fracture was observed on the catheter. The tubing was apparently cut. Whether the tubing was trimmed to this length before insertion or after removal could not be determined from the returned sample. A review of the manufacturing records found no evidence that the reported event was caused by the manufacturing process.